Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. At this time, the product has not been returned. If the product is returned and analyzed, this report would be updated should further information be provided.

Event description:
It was reported that this device emitted beeping tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was emitting beeping tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was subsequently found to have also recorded a code 1007, which is indicative that the capacitor charge time limit was exceeded, and the device was noted to be no longer operational. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.this device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was emitting beeping tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was subsequently found to have also recorded a code 1007, which is indicative that the capacitor charge time limit was exceeded, and the device was noted to be no longer operational. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this device emitted beeping tones. Device declared a fault code-1003 indicative to voltage too low for remaining capacity. This device remains in service. A safe replacement interval calculation was completed. No additional adverse patient effects were reported.